Manufacturer narrative:
Updated fields: b4, b6, b7, d4 (version or model#), d11, g4, g7, g8, h2, h4, h6 (type of investigation), h10, h11. Corrected field: g1 (contact person ¿ mfg site).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse removed and replaced the temperature sensor due to the over temperature as per manual. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an overheating issue. No patient harm, serious injury or adverse event was reported.